Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: an 82-year-old male patient underwent thoracic endovascular aortic repair (tevar), and the zta-pt-38-34-167-w1 was placed as planned. At the central, terumo/relay pro nbs40-36-204 was placed, but the overlap was not enough, so the zta-de-42-94-w1 (e4473909) extension was attempted to place. When purging air, a gap was noticed between the dilator and sheath. Delivered without any particular concern, but zta-de-42-94-w became stuck and could not be advanced inside zta-pt-38-34-167-w1. Rotating zta-de-42-94-w and trying again failed, it wouldn't advance through, so for safety reasons, the backup zta-de-42-94-w1 (e4529457) of same standard was used. Patient outcome: no health hazard and the patient was recovered.